Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Concomitant therapy: gynecare tvt-o reason for mesh implantation: symptomatic cystocele, urinary incontinence, rectocele lower third. Procedure (s) performed: avaulta mesh anterior posterior repair (bard product) and gynecare tvt-o with cystoscopy findings: examination under anesthesia revealed a very large cystocele, prior history of total abdominal hysterectomy bilateral salpingo-oophorectomy. No cervix, uterus or adnexa palpated. A lower one third rectocele was somewhat gapping, lax introitus, normal sphincter tone. Complications post avaulta implantation: (patient was discharged on (B)(6) 2010. Medical records after (B)(6) 2010 were not available for review) outcome attributed to device: pain, urinary problems, dyspareunia, vaginal scarring, erosion, bowel problems. (Corresponding medical records were not available to substantiate these complications)